Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that blurry image. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the following damage/defects were found during the inspection: the optical shaft is bent, the distal solder joint is chemically corroded and leaking, there is visible spalling in the rod system, there are residues in the rod system, and the optics show slight impact marks and scratches on the distal area of the optical shaft. The customer's statement "blurry image" can be confirmed. The optics are chemically corroded and leaking in the distal area of the solder joint. Due to the leak, moisture was able to penetrate the system unhindered, which was confirmed by applying compressed air and ice spray to the distal end. Furthermore, the optics shaft is significantly bent, which resulted in damage to one or more rod lenses (spalling). When focusing the optics, foreign particles were found in the system, caused by the existing leak and the mechanically bent optical shaft. The optics show scratches and impact marks in the distal area and on the surface. The damage/defects found were most likely caused by clinical use and clinical reprocessing and cannot be attributed to a manufacturing/production defect. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).